Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 531 mg/dl. It was stated that the customer was sick a week ago. Troubleshooting was performed. Ran a fixed prime and high pressure test and they passed. It was stated that they don't feel comfortable and requested a replacement of the insulin pump. No further info was provided.